Event description:
On (B)(6) 2026, a patient underwent placement of a long-term dialysis catheter in the right internal jugular vein using an equistream hemodialysis catheter. During the procedure, blood seepage was noted, and it was subsequently identified that the introducer needle had cracks. The procedure was completed using another device, and no patient injury was reported.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a placement of long term dialysis catheter in the right internal jugular vein using an equistream hemodialysis catheter. During the procedure, blood seepage was noted and further reported that the introducer needle had cracks. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this lot. Investigation summary: although the sample was not returned for evaluation, two electronic photos were provided and review. The first photo shows the partial view of the needle hub. Needle hub was noted to be cracked. The second photo shows the product label. Lot and product information were matched and verified with tw. Leak was due to crack of needle. Therefore, the investigation is confirmed for the reported needle hub crack and leak issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.